Event description:
When the surgeon removed the robotic monopolar curved scissors through a trocar during a robotic assisted laparoscopic supracervical hysterectomy, the orange insulated part of scissors was cracked inside the scissor tip cover. An x-ray taken was negative for retained foreign body.